Event description:
It was reported that the flow volume is out of tolerance. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: b5: describe event or problem: updated with additional information received. D10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: one ventilator device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was intact upon receipt. The device was received in with a mis-aligned frequency knob. Error codes or event history log (ehl) are not available for this device. After aligning the frequency knob then performing tidal volume check with no airmix and airmix, the customer reported issue was not confirmed, all tidal volume measurements are in spec. The root cause cannot be determined since the reported issue was not duplicated during the investigation, but a probable cause would be related to user test equipment. All knobs were re-tightened to specification as a preventative measure. No other action was taken as no fault could be duplicated. No previous service history was found. Manufacturing device history record (DHR) review is not relevant due to the age of the device. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.

Event description:
Additional information was received by the manufacturer via email and attached to the complaint object. There was no patient involvement with this reported event. The issue was found during annual service.